Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/28/2010, 04/30/2010, 05/07/2010, and 05/21/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "way off targets" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported having some patients that were "way off targets" following intraocular lens (iol) implant surgery. This patient had previously been taking flomax (pre-existing) and the surgeon reported she believes she used iris hooks during the procedure. Additional information has been requested.